Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The broken pin could not be evaluated as it was not returned for investigation. Upon x-ray review, a small metallic retained foreign body (pin fragment) is identified at the posterior femoral cortex. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the pin was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the pin placement for setting up a rosa total knee, the second femoral pin tip broke off in the posterior cortex of the femur. The doctor noticed that is was broken and proceeded to put in a new pin and leave the broken part behind.